Event description:
The reporter stated the cq2015a collamer three piece lens tore in half as it was ejected from the epiphany system into the patient's eye. The lens was removed w/o enlarging the incision and another same model lens was successfully implanted w/o any patient injury. The cause of the event is unknown.

Manufacturer narrative:
(B)(4). Evaluation method: lens work order search. Results: a lens work order search was performed and there were no similar complaints found. Conclusion: (no conclusion can be drawn): based on the complaint history and lens work order search, we were unable to determine a specific root cause of the event. (B)(4).